Event description:
On (B) (6) 2010, the pt was implanted with an scs system. On (B) (6) 2010, the pt developed a red track from the pt's head down to the back at the lead incision site. The doctor explanted the system and took a culture. The culture revealed that the pt had developed (B) (6). It was recommended that the pt be put on IV antibiotics for 10 days, followed by oral antibiotics for another 10 days after. The doctor plans to re-implant in 6 weeks if the infection clears up. The pt has a history of infections.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.